Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) to inform that level 1 quality control (qc) was flagged with high and low results. Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed troubleshooting on the advia 2400 chemistry instrument and noted the dilution discharge pump (dop) was not functional. The cse replaced the dop, reconnected tubings, verified priming, and proactively serviced the vacuum pump valves. The cse performed a wash 2, calibration, qc run and noted no issues. The advia 2400 chemistry instrument performed as expected. Siemens is investigating the event.

Event description:
The customer obtained one carbon dioxide concentrated (co2_c) and one calcium_2 concentrated (ca_2c) discordant result for sample (B)(6), one enzymatic creatinine_2 (ecre_2) discordant result for sample ID (B)(6), one calcium_2 concentrated (ca_2c) discordant result for sample ID (B)(6), and one glucose hexokinase_3 (gluh_3) discordant result for (B)(6) on an advia 2400 chemistry instrument. The results were not reported to the physician(s). The customer used new samples and an alternate advia 2400 system to perform repeat testing. The customer noted that repeat results were considered correct and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant co2_c, ca_2c, ecre_2, and gluh_3 results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00076 on (B)(6) 2022. Additional information (29-mar-2022): siemens reviewed the information provided. The services performed by the siemens customer service engineer (cse) on the advia 2400 chemistry instrument resolved the issue. The potential cause of discordant results was due to the malfunction of the dilution discharge pump (dop). Siemens verified the performance of the instrument and concluded that it is operational. No further evaluation of the device was required. Siemens updated section h6 (investigation findings and investigation conclusions) to include new codes.